Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer reported that the the cubies in the drawer could not be retrieved. A reboot of the station was performed, but it did not resolve the issue. There was a delay in accessing the medication. There were no adverse events or injuries reported based on this incident.